Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the rear response button cable was damaged at the connector end. The cause for the inability to activate the device is the damaged response button cable. The root for the damaged response button cabled cannot be positively identified. No adverse event resulted from the defective response button connector. The pt rec'd a replacement monitor.

Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt's response buttons will not activate the device. The pt was issued a replacement monitor.